Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during use of the 20/30 indeflator, the balloon catheter was used to inflate past 5 atmospheres (atm). A new indeflator was used without issue to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. The returned indeflator was pressurized to 441 psi (30 atms) with no leak noted, maintained pressure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during return analysis, it is possible that the device was not fully connected resulting in the reported leak; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.